Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a posterior repair and an anterior procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00218 (avaulta anterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior".